Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the thread was only 15 centimeters long and it was broken. They used another device to complete the case. There was no patient injury.